Event description:
In 2008, the patient's mother reported that the patient experienced elevated blood glucose. The infusion device was replaced one month prior, due to elevated blood glucose and the patient was advised to discontinue use. He continued to use the device and his blood glucose elevated to 350 mg/dl in the same month, at 10pm. He bolused to lower his blood glucose and the following morning his blood glucose measured 219 mg/dl and he bolused again. At 1:30pm his blood glucose was elevated to 421 mg/dl and he bolused. The patient has since switched to his replacement infusion device and he also changed his infusion site, infusion tubing, and insulin cartridge. Upon follow up two days later, the patient stated that his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product previously requested to be returned for evaluation.